Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence and urinary frequency. It was reported that the patient had the flu. Additional information received on (B)(6) 2018 from the patient reported they felt their symptoms had gotten worse and was now affecting their bowels. They mention they woke up last night and their stomach was ¿grumbling¿ which seem odd to them. It was unknown if there were any environmental/external/patient factors that may have led to the issues. Further information received from the patient on (B)(6) 2018 reported that they were still congested from the flu. They indicated that they had ¿16+¿ overnight urinations from (B)(6) 2018. The patient questioned whether the lead had moved due to the decrease in their symptom improvement. As troubleshooting performed for the issue, the programs were adjusted. It was noted that the patient was taking tamiflu and antibiotics for fight their flu symptoms. The patient had a follow up appointment with their healthcare professional (hcp) scheduled for (B)(6) 2018. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.